Event description:
The surgeon implanted a aa4204vf silicone lens. The lens tore upon insertion into the eye. No pt injury.

Manufacturer narrative:
Eval results: visual inspection of the returned prod showed that both lens haptcs were missing and the lens optic was torn in half. Complaints of this nature are being investigated under iaca.